Manufacturer narrative:
Concomitant products: 305c223 tissue valve, implanted (B)(6) 2013, 4024-58 lead, implanted (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on current electrograms. The lead remains in use. No patient complications have been reported as a result of this event.